Event description:
It was reported that the cuff will not inflate. The inflation line was manipulated to try and coax water in the cuff but it would still not inflate: no patient injury was reported

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned, thus the failure mode reported was not confirmed. No root cause could be determined since the complaint was not confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).